Event description:
On 3/30/94 pacemaker was implanted. Heart rate had been 36. By june 2nd heart rate was 30 and co's technicians were unable to raise the heart beat. It later became lower, and it took one and a half hours of legs flailing in the air to get enough blood to rptr's head to be able to raise it. Rptr changed cardiologists. Early in the afternoon of 9/76 rptr suffered a spasm. Rptr was taken to the hosp at 3:15 pm. Rptr's companion showed hosp the co's info sheet which asked for cardiac treatment for rptr. Dr informed rptr they had no cardiac clinic at the hosp and should rptr need an operation, she would have to be transferred to another hosp. Rptr replied that she did not want an operation but an adjustment from co. A $1,943.00 check for drugs was made. They found caffeine. (The evening before rptr's companion and she had such a delicious dinner it was decided a cup of coffee was an appropriate finish. She usually drinks hot water.) Rptr declined all drugs in hosp, valium was prescribed. That evening at 9:20 rptr had another spasm. This was similar to an epileptic one, chattering teeth and violent muscle action. The next day rptr's heart rate lowered to 20 and CPR was given. She prepared her for an electric shock treatment, saying she hoped they would not have to use it. Dr brought three technicians to adjust pacemaker.